Event description:
It was reported that the device exhibited a loss of telemetry, did not respond to a magnet, and premature battery depletion was alleged. No intervention has been performed at this time. The patient was stable and will continue to be monitored.